Event description:
Additional information requested reported that the patient last saw the physician on (B)(6) 2011. It was noted that the patient had been working with the manufacturing representative to troubleshoot the device. It was further noted that the patient called the physician in (B)(6) 2011 and patient reported that she was doing well. No patient injury was reported and the patient was not hospitalized due to this event.

Event description:
Additional information reported indicated that the patient had further concerns with their device or therapy but had not sought further assistance. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported, the patient was having increased urination for the past week. It was noted, the device settings were changed from program 3 to 4. About 2 weeks later it was reported the patient never had therapeutic effect. The patient was not getting relief on program 4. The device settings were changed to program 1, where the patient could feel stimulation in the perineum. Two days later, the stimulation was too high on program 1, and the patient felt pain. The device settings were switched to group 2. About 2 weeks later, it was reported there was a shocking or jolting sensation. It was unclear if the patient was receiving therapeutic effect. The reporter stated, the patient never had therapeutic effect, but the reporter also stated the patient had decreased therapeutic benefit, during the nighttime. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v594186, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).